Event description:
It was reported that foreign matter was found in the bd intima-ii¿ closed IV catheter system heparin cap before use. The following information was provided by the initial reporter, translated from chinese to english: "on 29 june, neonatal nurse opened the package and found a foreign body in the heparin cap while giving the patient an injection. At present, only one was found with this problem, the chief nurse thought there might be question with the quality of the product, they needed the examining report"

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106888. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the evaluation of the provided photograph our quality engineers have determined that the identified foreign material is a portion of the sleeve stopper placed over the prn. This is found in the raw material of the sleeve stopper and is controlled using visual inspection of all completed devices. To address this issue we have notified the appropriate inspection personnel to increase vigilance during the inspection process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd intima-¿ closed IV catheter system heparin cap before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6), neonatal nurse opened the package and found a foreign body in the heparin cap while giving the patient an injection. At present, only one was found with this problem, the chief nurse thought there might be question with the quality of the product, they needed the examining report".